Event description:
It was reported that a homechoice device experienced an unspecified error. The error occurred during priming of peritoneal dialysis therapy; the patient was not connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) cycler was returned for device evaluation for the reported condition of an unknown alarm during prime. The reported problem was identified during the event history log review as system error 2416. Visual inspection and functional tests were performed and the product was determined to not meet product specifications related to the reported problem. The reported issue was verified and the cause of the issue was determined to be due to the two way and three way valve manifolds. The two and three way valve manifolds were replaced to resolve the alarm during prime. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.